Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from 20 degrees to roughly 30 degrees. Troubleshooting was performed, but the issue continued to occur. A decision was made to not replace the clip with a new clip, as leaflets had been grasped several times, and there was a concern that grasping with a new clip would cause a leaflet tear. Therefore, the clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.